Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are getting message settings not available when they are trying to increase the intensity on the controller. Patient stated they used to be able to increase intensity on their own. Patient service confirmed patient did not have any falls or trauma. Patient stated they had fusion for si joint two weeks ago and turned off the ins. Patient stated they have appointment with their doctor for post op for surgery. Patient asked if the manufacturer representative (rep) could meet them at their doctor's office on that date. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulator 60%, controller 100% charged. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed reps role and provided national answering services (nas) number. Agent sent email to local reps. 2024-feb-08: additional information was received from a manufacturer representative (rep). The rep reported that patient had high impedance 0 (none), 3<(>&<)>7 (40,000). Patient had a loss of stimulation. Rep reprogrammed around impedances. The cause is not known, issue is ongoing.